Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non -physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported the implantable pulse generator (ipg) exhibited sensing problem with the right ventricular (rv) lead exhibiting noise, multiple short ventricle to ventricle intervals/oversensing and pacing inhibition. The rv lead remains in use with explant and replacement planned for a later date. The ipg remains in use. No further patient complications have been reported as a result of this event.